Manufacturer narrative:
Brand name: device reported as style 68mp. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted and replaced.